Manufacturer narrative:
D10/d11: concomitant medical products: equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11 / serial# (B)(6)). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). Equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)) . Equinoxe reverse 38mm humeral const liner +2.5 (cat# 320-38-13 / serial# (B)(6)). Eq rev locking screw (cat# 320-15-05 / serial# (b)6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately one year post initial right tsa, the 89 y/o female had a revision due to instability. Patient was revised to hrp. There was no no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability is a known harm, as outlined in the IFU and risk file. The prosthesis wear noted on the explanted device appears to be secondary to impingement against the glenoid bone or abnormal articulation within the joint following an instability event. The following sections were corrected: d1 brand name, d10 concomitant products, h6 clinical code, h6 problem code. Remove information from initial report for sections: d4 catalog number, d4 serial number, d4 expiration date, d4 UDI #, g4 510k#, h4 device manufacture date. D10: - equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11 / serial# (B)(6)). - eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). - eq rev locking screw (cat# 320-15-05 / serial# (B)(6)).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04342 the following sections were corrected: d4: model number, catalog number, serial number, UDI and expiration date is unknown d6a. D10 concomitant products: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6). 320-10-10 - equinoxe reverse tray adapter plate tray +10 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). G4: 510k unknown due to specific device not being reported. H4: manufacture date is unknown. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability is a known harm, as outlined in the IFU and risk file. The prosthesis wear noted on the explanted device appears to be secondary to impingement against the glenoid bone or abnormal articulation within the joint following an instability event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.